Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet wake/sleep button was unresponsive, and the screen could only be activated when the device was placed on the charger; a device restart and a firmware update did not resolve the issue, and a replacement device was arranged while the patient reverted to backup therapy and continued cgm use. Symptoms included none related to glycemic control, and the patient¿s blood glucose was not affected. Outcomes included temporary use of backup therapy and continued monitoring with cgm without alerts or alarms. Investigation included troubleshooting, firmware updating, verification of shipping and return logistics, and instructions to shut down the device to prevent further alerts. Investigation of this device revealed a suspected hardware malfunction of the sleep/wake button that persisted after restart and firmware update, consistent with a nonfunctional user-interface component requiring device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the wake/sleep button.